Manufacturer narrative:
The device was returned and evaluated. They found a broken weld at headtube.

Event description:
The dealer stated the caster housing on the frame is broke off at the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the caster housing on the frame is broke off at the weld.